Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that the patient had their system explanted on an unknown date due to ineffective stimulation.

Manufacturer narrative:
Correction: a4 - patient weight should have been 150 pounds rather 165 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient's system was explanted on (B)(6) 2025.